Event description:
During hip case wooden handle on mallet began to break apart along the metal rivets during the case. All broken pieces retrieved. No pieces fell into patient/sterile field and no injuries to any employees.